Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional reporting that triple point injections were administered at the cervical on (B)(6) 2018. Battery reposition/revision surgery was performed on (B)(6) 2018 to reposition the device deeper. The outcome was reported to be resolved without sequelae as of (B)(6) 2018. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). The patient's relevant medical history includes depression (treated), back pain with leg pain, and spinal pain. The clinical diagnosis was increasing pain in neck and lack of education regarding the controller. No device diagnosis was applicable. On (B)(6) 2018, at the physician's office, the patient stated there was pain in the neck that was increasing in severity. The physician confirmed the pain complaints. Trigger points injections were performed in the cervical spine and the patient was reprogrammed. The amplitude was increased and the group b intensity was set. The patient was also educated regarding the controller. It was noted that a cervical neurotomy was done on the right side on (B)(6) 2018. On (B)(6) 2018, a call to the patient indicated there was still severe pain in the neck. A neurotomy of the left cervical spine was planned for (B)(6) 2018. Possible intractable pain was noted. The cervical neurotomies were done as an action for the increasing neck pain. The event was ongoing. It was assessed as possibly related to the device or therapy and was not related to the implant procedure or programming. Additional information stated the site indicated an etiology was of programming/stimulation.